Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak contained foreign matter. Complaint via email. Dmr # (B)(4) po #: (B)(4) defect material description: syringe tray, 3ml bd 25pk (ref. 309702) lot number: 5331880 item code: 309702 defective quantity:1. Defect description: particulate found in 3ml bd syringe. Ftir was destructive testing. The ftir analysis came back as cardboard. Sample not available to be returned. Observed date: (B)(6) 2026 observed during which process stage: ilp. Ir/ dmi number if launched: (B)(4) sample availability for supplier to investigate: no is defective evidence (i.e. Pictures, test results etc.) Available? Yes is patient impacted? No if defect has been reported to third party? No if the defect report from quva customer? No is there a trend observed? No